Event description:
A malfunction code was reported by the customer, identified as malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided pump reset information. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue returned.